Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly. We will monitor the complaint database for further occurrences. Past occurrences of this complaint mode have been attributed to an excessive sideways force being applied to the blade by the user which may lead to a fracture at the weld site.

Event description:
On (B)(6) 2010, the patient went in the hospital for a procedure to remove scar tissue from an old prostate surgery. While the surgeon was using the elite cold knife, the blade fractured off in the patient. The surgeon could not retrieve it at the time, by trying to remove the blade the surgeon felt that this was causing more harm to the patient, the surgeon elected to leave it in and remove it at a later time. The patient was released from the hospital with knowledge that the blade was left in the body. On (B)(6) 2010, patient returned to hospital for removal of blade. The blade was removed successfully without any other incidents.